Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after a sigmoid procedure, there was staple line leakage. During a recto-sigmoid on a patient, woman in (B)(6), average body types, no anomaly when using the stapler, the surgeon noticed nothing unusual in terms of tactile and auditory or when handling the device. The tissues were normal appearance and thickness. During the ascent of the patient in recovery room (2h15/2h30 after surgery) the nursing staff found rectal bleeding with clots. The patient has lost hemoglobins: 12 to 8 hg. The surgeon performed a cleansing of the area for an endoscopic examination: it has been only one source of bleeding associated with an arteriole lying between two clips into the staple line, including light was not closed. No defect in the staple line, no staples missing or improperly closed. The surgeon performed a clot of the artery. On (B)(6) 2011 the patient is clinically well. The device was discarded.